Event description:
A malfunction alarm with the code 16-0x20e6 was reported by a distributor in sweden. There was no information provided about the customer's blood glucose level at the time of the event. The pump was reset, but it required replacement. The customer was informed about the need for pump replacement, and while the backup therapy information was not disclosed, a new pump was sent as a replacement. The customer was instructed to return the malfunctioning pump to tandem.